Event description:
The international customer reported the ventilator would not power on. The device was not in use therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported problem. The service technician replaced the cpu board to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.